Event description:
It was reported to philips that the flexvision screen was not showing images. No harm was reported to philips. As per the field service engineer, the flexvision pc was not running to application. The field service engineer inspected the system onsite and after the replacement of the sata cable, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that flex vision screen was not showing images. After reviewing the log file fse discovered that there is a malfunction on flex vision. Fse found that flex vision isn't working properly. Flex vision pc was detected by fse to not be running a program. The machine was able to be used again in a functional state after fse replaced the sata cable. The codes were updated based on the investigation outcome.